Event description:
Customer reported occlusion alarms leading to a visit to the emergency room and admission to the hospitals intensive care unit. The highest recorded blood glucose level during the incident was 526 mg/dl. The customer experienced ketones identified as life-threatening by healthcare providers. Treatment with intravenous fluids of saline and insulin resolved the issue without causing permanent damage. The customer was released (B)(6) 2025. Due to the frequency of the occlusions the customer reverted to manual dose injection for insulin therapy.